Event description:
This rv lead was noted to have noise which resulted in inappropriate shock deliver. The patient was noted to have twiddler's syndrome on (B)(6) 2011, at which time the lead was capped and replaced. No additional information is available. Should additional information become available, this event will be updated.